Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) was completed. The reported problem (won't charge battery) was confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to a broken l4 inductor on the charger pca board. The root cause for the damaged l4 component could not be positively identified. No adverse event resulted from the defective l4 component.

Event description:
A distributor charger sn (B)(4) and reported that it was unable to charge a battery pack.